Event description:
It was reported that the power load dropped the cot during patient loading which caused a crew member to strain their arm. The patient was not injured during this event. Further information regarding the crew members injury was not provided.